Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 558-559 mg/dl with high ketones resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer administered a manual injection to address bg level. The customer was hospitalized; treatment was not provided. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. No additional patient or event information was provided.